Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient alleges pain, discomfort, soreness, inflammation, dysfunction, loss of range of motion, metal poisoning, and metallosis. There has been no reported revision procedure. No further information available at this time. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient alleges pain, discomfort, soreness, inflammation, dysfunction, loss of range of motion, metal poisoning, and metallosis. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient was revised on (B)(6) 2014. During the procedure, the taper adapter would not disengage from the femoral stem. All components were removed and replaced with competitor product. A 2 hour delay occurred during the procedure. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain. Operative report noted the presence of darkish metal tinged synovial fluid and synovium, a retroverted femur, a cold welded stem and taper adapter, blood-tinged tissue and cysts. All components were removed and replaced with competitor components.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient alleges pain, discomfort, soreness, inflammation, dysfunction, loss of range of motion, metal poisoning, and metallosis. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient was revised on (B)(6) 2014. During the procedure, the taper adapter would not disengage from the femoral stem. All components were removed and replaced with competitor product. A 2 hour delay occurred during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿material sensitivity reactions.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-00182/00183/00184/00185).